Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of moisture damage found on the electronic assembly.

Event description:
The customer stated that the insulin pump accidentally was dropped into the toilet. The customer stated that the device is covered with a blue lavatory fluid used in the aircraft. Advised the customer to discontinue use of the insulin pump. Instructed to the customer to contact his doctor for a back up plan until the replacement of the insulin pump arrives. No further information was provided.